Event description:
Hill-rom received email from account alleging that the bed experienced an unintentional movement of the hi/low up function. Account stated that the technician isolated the siderails and found the alleged problem to be in the rh caregiver control.

Manufacturer narrative:
Repair has not been completed at this time.